Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 30 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed that the eos status was activated on (B)(6) 2017. In a next step, the device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. The amount of charge taken from the battery was verified. The battery condition was found to be as anticipated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. However, the shock therapy was not available due to the depleted battery. In conclusion, the analysis revealed the activation of the eos battery status on 19-aug-2017. The eos battery status was found to be as anticipated. The analysis revealed no indication of a device malfunction.

Event description:
This patient had not had his device checked in over 2 years. On (B)(6) 2019, it was discovered that the device was at eos. The device was explanted and replaced.